Manufacturer narrative:
Additional information: upon follow up it was reported pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event was reported to have occurred on an unreported date in (B)(6) 2019. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further defined as related to ineffective hand washing. On an unreported date, the patient was hospitalized. The patient was treated with unspecified antibiotic therapy (dose, route and frequency not reported) for peritonitis. At the time of this report, patient was recovered from the event. Pd therapy was discontinued. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.